Manufacturer narrative:
(B) (4). Endocrine system shut down.

Event description:
It was reported that the morphine and bupivicaine was causing the pt's endocrine system to shut down; specific details were not provided. This had been going on for about a year. The healthcare provider had suggested switching the drug to prialt. The pt did not want to switch medications. The pt was attempting to find another provider for a second opinion. Add'l info has been requested from the hcp; a follow-up report will be sent if add'l becomes available.